Event description:
The device was applied during a total gastrectomy procedure involving one pt. Reportedly, the staples did not form properly and the tissue was not cut. The surgeon completed the procedure with another instrument. The hosp has reported no pt injury.